Manufacturer narrative:
Device analysis of the returned sheath and dilator revealed that the dilator could not be inserted into the sheath due to excess adhesive present within the valve hub at the proximal end of the sheath. An attempt to insert the dilator resulted in damage to the dilator tip and caused adhesive particles to detach and settle within the shaft of the sheath.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No packaging damage was observed. The scrub tech was prepping the faradrive steerable sheath clear and dilator and flushing each out. When trying to insert the dilator into the faradrive steerable sheath clear, the dilator was unable to be inserted into the faradrive steerable sheath clear. After a couple unsuccessful attempts, a new faradrive steerable sheath clear was opened. When the dilator was examined, there were signs of tearing attributed to the inability to be inserted into the faradrive steerable sheath clear. The procedure was completed successfully by using the new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No packaging damage was observed. The scrub tech was prepping the faradrive steerable sheath clear and dilator and flushing each out. When trying to insert the dilator into the faradrive steerable sheath clear, the dilator was unable to be inserted into the faradrive steerable sheath clear. After a couple unsuccessful attempts, a new faradrive steerable sheath clear was opened. When the dilator was examined, there were signs of tearing attributed to the inability to be inserted into the faradrive steerable sheath clear. The procedure was completed successfully by using the new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis